Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. Manufacturer contacted customer on (B)(4) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; granddaughter states that she didn't get any medical attention because she was advised by her mother that because she just ate, her glucose was high. No symptoms at the moment and felt fine. The granddaughter will try to make an appointment for the doctor to have the doctor try to adjust her medication.

Event description:
Consumer reported complaint for erratic blood glucose test results. The granddaughter is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 140-150mg/dl. Customer states that they previously did a back to back test and the blood glucose test results were 437 and 252 mg/dl using a trueresult meter. The customer feels tired and having frequent urinations. Medical attention is not reported as a result of the actual blood glucose results but granddaughter concern about the way customer looks and she will get medical attention. The customer is currently taking medication/ metformin to manage diabetes and have copd. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 287 and 270mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/18/2018 and open vial date was 2 weeks from the call date. The meter memory was reviewed for previous test result history: a 264mg/dl, (B)(6) 2016 07:03:00 pm, fasting:no. A 276 mg/dl, (B)(6) 2016 07:03:00 pm, fasting:no. A 176mg/dl, (B)(6) 2016 08:58:00 pm, fasting:yes. A 437mg/dl, (B)(6) 2016 01:45:00 am, fasting:yes. A 252mg/dl, (B)(6) 2016 01:46:00 am, fasting:yes.